Event description:
A 3.0mm diameter x 9mm length and a 3.0mm diameter x 24mm length (MFR # 2953200-2010-01673) endeavor sprint rapid exchange (rx) drug-eluting coronary stents were deployed in the obtuse marginal and 2nd obtuse marginal of a pt with no issue reported. However, it was reported that hospitalization was required approximately 4 months post index procedure due to a gi bleeding event caused by an esophageal ulcer. The pt became anemic and was given 2 unit blood transfusion. It was reported that the pt was on a dual antiplatelet therapy at time of incident. Investigator reported a possible relationship between the event and the relevant device or procedure.

Manufacturer narrative:
(B)(4). Eval: results: (gi bleed).